Event description:
Same case as MFR#: 2134265-2011-02520, 2134265-2011-02522. It was reported that post an embolization treatment procedure for a liver laceration, the patient expired. The patient presented unstable with a liver laceration and losing blood pressure due to trauma. A renegade hi flo catheter was used with a transcend guide wire and a fathom guide wire to perform the embolization. The devices were used successfully to treat the liver laceration. No bleed was found in the splenic artery. Post the embolization, the patient did not stabilize. The physician considered that the patient had another underlying injury. The patient was transferred to the operating room for exploratory laparotomy and expired later.

Manufacturer narrative:
(B)(4). PMA or 510(k) # - k050964. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).